Event description:
Reporter intially indicated that patient had developed hives on the neck incision. No hives were found on the generator incision or other parts of the patient's body. It was reported that the same type of sutures were used on both incisions following the implant procedure. It was later reported that the patient had a superficial staph infection that was treated with cleosin. It was reported that hives occurred while the patient had drainage from the infection. Attempts to obtain additional information have been unsuccessful to date.